Event description:
It was reported that following the electronics performance indicator (epi), an alert was received by the clinician, however, the device will not be explanted and replaced due to clinical decision. The patient was in stable condition.